Event description:
It was reported that the first marker wouldn't deploy and the tip got sheared off into the patient at the introducer during an MRI breast biopsy procedure. A second marker was tried, didn't deploy and the tip was sheared off into the patient at the introducer. Both of the tips were retrieved successfully. A third marker was tried, deployed successfully, and the case was completed with no patient consequence. Patient information requested but little provided.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.